Event description:
It was reported that this pacemaker was found to be in safety mode. Upon interrogation, it was noted that this pacemaker exhibited premature battery depletion, which led to this pacemaker displaying an error message. A revision procedure was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker was found to be in safety mode. Upon interrogation, it was noted that this pacemaker exhibited premature battery depletion, which led to this pacemaker displaying an error message. A revision procedure was performed, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker has been received for analysis.